Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking, required multiple presses from the side of the buttons to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the keypad buttons sticking was not duplicated during testing. All of the keypad buttons respond properly. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display.